Manufacturer narrative:
Mfg related.

Event description:
An endurant ii stent graft system was selected to be implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, after removal of the endurant ii delivery system from the packaging, the physician tried to flush the delivery system however, fluid was not exiting from the distal tip. The fluid was exiting from the end of the sheath that is holding the stent graft. After failure to flush, the physician then tried to insert a guidewire through the tapered tip but resistance was felt almost immediately. The physician then inserted the guidewire (terumo) the back end of the delivery system and with force was able to cross the tip. It was observed that a piece of solid white material came had been pushed out by the tip of the guidewire. The physician decided not to use this system, being unsure of the safety, and took an endurant of the same dimensions from the consignment stock and implanted without issue. No clinical sequelae were reported and the patient is fine. Image evaluation: review of the return images shows a hard, semi-transparent and glossy material stuck to the end of the guidewire lumen after being tracked through the delivery system. The appearance of this material is consistent with dried hydrophilic coating and is most likely the cause of the initial occlusion.

Manufacturer narrative:
(B)(4).

Event description:
The reported obstructive material was returned for evaluation and is complete. The material that was returned was a hard, translucent, glossy material that measured approximately 1-2 mm in length. The complaint was confirmed; the obstruction within the tapered tip lumen that was returned was confirmed to be hydrophilic coating. The cause of the occlusion was due to hydrophilic coating entering the tapered tip lumen.